Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified liver artery. A renegade hi flo 135/10 kit was selected for use. During introduction, the microcatheter was advanced, however it was noted that the proximal end of the device was fractured and could no longer advanced. The device and all of its components were simply removed and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.